Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 7 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. Local infection, bone resorption, and peri-implantitis were found during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.